Event description:
Note: this report pertains to the first of three related device malfunctions. Refer to manufacturer report #3005099803-2008-00932 and 3005099803-2008-00936, for a description of the two other reported devices. In 2008, it was reported to boston scientific corporation that a maxforce tts balloon dilatation catheter was used during an endoscopic dilatation procedure (patient age, gender and weight unknown) on four days earlier. According to complainant, "during the procedure, the first [device], was inflated and curved like a banana." The procedure was completed with another balloon dilatation catheter (manufacturer unknown). The patient's condition was reported as "fine".

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. The may 2008, 15-month alliance product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A search of the complaint database revealed that two additional complaints have been reported for the lot. These were reported by the same user facility to report the same product issue.